Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that that they fell down the stairs about three weeks ago and since then the patient had felt like something was wrong with the left side of the machine. The next minute it would turn on by itself and started shocking the patient out of nowhere. The agent asked if the caller had tried to turn the implant off but the caller stated that they went to the ER and nothing was working. The patient tried calling their healthcare provider (hcp) but every number that was given to patient was out of service. The patient was redirected to their hcp. The agent provided the number for the hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.